Manufacturer narrative:
(B)(4). The service engineer verified the customer complaint, replaced the graphic user interface central processing unit (cui cpu) and backlight inverters, uploaded software, and performed testing and calibrations.

Event description:
It was reported that the when the ventilator was turned on, it alarmed and the display was blank. Patient involvement is unknown.